Manufacturer narrative:
Pump received with partially broken off reservoir tube lip. However the test reservoir was lock/click in place. Pump passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock in place. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump had cracks and pieces missing. The insulin pump will be returned for analysis.